Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient was hospitalized for high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose level was 600mg/dl at the time of the incident. The patient's current blood glucose was 365mg/dl. The customer reported that she is legally blind, and that she went to the hospital because of highs, and was told to remove the pump and lost her battery cap. The customer had vomiting and nausea. The customer was hospitalized on (B)(6) 2017 and was wearing the pump at that time. The patient was treated and released. A battery cap will be sent to the customer. The insulin pump will not be returned for analysis.